Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was treated with a third round of antibiotics for a stoma infection. The patient is currently taking oral penicillin antibiotics. The kind of penicillin was unknown. The names and routes of the previous two rounds of antibiotics were unknown. On an unknown date, a culture of the stoma was performed, which showed (B)(6).